Event description:
Customer claims to have been pierced with the inverness ear piercing system on or about 8/11/98 at a retail vendor. On 8/21/98 she sought medical attention for embedment of the earring. It was removed and she was prescribed antibiotics for infection. Having missed two doses of her prescription, on 8/25/98 her infection became worse. She was admitted into the hospital for intravenous antibiotics and released on 8/28/98.